Manufacturer narrative:
(B)(4). Anticipated, but not unavailable at this time.

Event description:
It was reported that when the device was used during a thoracotomy procedure, the reload failed to fire properly and form staples when fired for the third time. Reload was removed and reloaded and fired successfully on fourth firing. There was no pt consequence.